Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy as one lead was fractured, and the other lead had migrated and was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2024, wherein the fractured lead was explanted, and the migrated lead was repositioned and brought to its original position. Effective therapy was restored following the procedure.